Manufacturer narrative:
(B)(4). It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 411 mg/dl earlier tonight but it was now coming down. The customer was treated with insulin pump. Customer stated that was use auto mode. The device will not be returned for analysis.